Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) stopped working. The stimulator stopped and would not take a charge or connect with a patient programmer, even though the patient had successfully charged 2 days prior. The patient met with a manufacturing representative, who instructed him to do a ¿trickle charge¿ at home. The patient tried several times since, but had been unable to successfully connect with either external device. The patient eventually saw the ¿call your doctor¿ icon but did not know the code that appeared. The patient was implanted for pain from rsd, which returned after this instance. The patient had also been in and out of the hospital due to his condition. One time in the past, the stimulator turned off since the ins battery was depleted, so he successfully charged it later that day and the issue was resolved. Indications for use include spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.